Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized. The cause was unknown. The patient began treatment with vancomycin 2gram(g), intraperitoneal injection (ip) every 5 days and ceftazidime 1g/day ip. Three days later, the patient was discharged from the hospital. Eight days after hospital admission, the vancomycin therapy was withdrawn. Fifteen days after hospital admission, the ceftazidime therapy was withdrawn and the patient recovered from the event of peritonitis.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.